Event description:
The following was reported to davol by the pt's attorney. On (B)(6) 2012, the pt was implanted with a bard flat mesh. The attorney's report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request add'l info and if available, to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Manufacturer narrative:
This is an addendum to the initial MDR. As alleged the patient was treated for extrusion, recurrence and infection. Extrusion and recurrence are both identified in the adverse reaction section of the IFU as possible complications. Regarding infection, the warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Medical records have not been provided. Based on the limited information provided to date, at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. If additional information is obtained, a follow up MDR will be submitted. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
This is an addendum to the initial MDR and is based on additional information provided by the patient's attorney via a patient legal fact sheet: (B)(6) 2012 - patient was implanted with a bard flat mesh. (B)(6) 2013 - patient underwent a revision procedure for a cystocele. The patient legal fact sheet alleges that the following outcomes can be attributed to the device: urinary problems, extrusion, infection, recurrence and dyspareunia.